Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room with an elevated blood glucose (bg) level of 200-507 mg/dl with trace ketones, which were identified as life threatening by a healthcare provider. Reportedly, customer attempted to self treat bolusing via pump but was treated intravenously with fluids of saline and insulin at the ER. Technical support conducted systems check and the pump was functioning as intended.